Manufacturer narrative:
Upon receipt of this spectra concealable penile prosthesis (spp) cylinder at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually and functionally tested. The device had hole by the proximal end of the cylinder from tool/sharp instrument damage which would occur during explant. The cylinder passed the bend test, therefore performed within specification. The reported patient symptom of infection is a known risk associated with spectra concealable penile prosthesis (spp) and is noted as such in the device instructions for use.

Event description:
It was reported that the patient underwent surgical intervention to explant the spectra penile prosthesis due to infection. A new inflatable penile prosthesis (ipp) was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to explant the spectra penile prosthesis due to infection. A new inflatable penile prosthesis (ipp) was implanted. There were no additional patient complications reported.